Event description:
On 10/97 pt complained of left knee "catching" and making noises; examined in dr's. Office in 1/98; placed on ambulatory restrictions; o.r. Scheduled for 1/27/98; left total knee revision; at time of surgery, noted large amount of synovitis & metalosis; bearings and patella markedly worn; bearings and patella replaced without incident.